Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for single leaflet device attachment and recurrent mitral regurgitation, requiring additional intervention. It was reported that on (B)(6) 2016, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure, with implantation of one mitraclip. The clip was implanted on the anterior 2/posterior 2 (a2/p2) portion of the mitral valve, reducing the mr from grade 4 to grade 1. During a follow up visit, a transthoracic echocardiogram (tte) noted a recurrence of the mr to grade 4. A transesophageal echocardiogram (tee) performed on (B)(6) 2016 confirmed that the implanted clip is attached to the anterior leaflet only. The patient condition is stable. A second mitraclip procedure was performed on (B)(6) 2016 with implantation of one mitraclip lateral to the first clip. The mr was reduced from grade 4 to 2-3. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient pathology/morphology due to the thin and restricted posterior leaflet. The reported patient effect of worsening mr was likely a secondary effect of the slda and related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.